Event description:
New information received stated no intervention has been performed. The patient¿s condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via merlin@home remote transmission with non sustained right ventricular oversensing due to post paced t wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes discussed.